Event description:
Falsely elevated sodium (na) and potassium (k) results were obtained on a patient sample on a dimension vista 500 instrument. The erroneous results were reported to the physician(s). The sample was repeated on an alternate dimension vista 500 instrument, and the results recovered lower. The repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated na and k results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that erroneous sodium (na) and potassium (k) results were obtained on a patient sample from a dimension vista 500 instrument. Quality controls (qc) were acceptable at the time of the event. The customer stated that the integrated multisensor technology (imt) calibration was unacceptable. Siemens reviewed the error log and noted there were several imt drift errors and several imt data unstable errors. A siemens customer service engineer (cse) was dispatched to the customer's site and determined the imt was unable to create a calibration slope. The imt module was replaced and the system was primed. Subsequently, the cse replaced the imt transducer, imt probe tubing, the condensate valves, imt probe and screw on the grounded bracket to the rotary valve. Checks and qcs were acceptable. Siemens determined that instrument related factors potentially contributed to the erroneous results. The service actions performed by the cse resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.